Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals a number of anomalies. The locking pins on the trocar are sheared off, confirming this complaint. The distal end of the trocar is heavily damaged which is consistent with the trocar hitting the side of the femoral rod. The sleeves were not returned so could not be evaluated. From the anomalies observed, we determine the quality of the bone and user technique to be the root cause of this failure. A batch record review has been conducted for this lot and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament (acl) surgical procedure, it was observed that the wings on the customer's rigidfix biocryl btb 2.7mm cross pin kit drill bit that hold the sheath in place broke off while drilling. The sales rep stated that the device broke outside the patient and he confirmed no debris in patient. The surgeon completed the procedure with another like device with no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.